Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the threads on a spine clamp were damaged and the clamp could not function. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.